Event description:
Following an interventional procedure an angio-seal device was deployed successfully; hemostasis was achieved. Three days post-deployment, the pt was diagnosed with an infection at the arteriotomy site; a small amount of pus was present. The physician removed the pus and antibiotics were given. The pt had reportedly recovered with no further complications upon discharge.